Event description:
It was reported that the atrial lead had had been disabled as a result of an intermittent loss of capture. The lead was capped during a device changeout procedure. The physician opted not to implant a replacement as the patients condition without atrial pacing was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.